Event description:
Cord shorted inside handle. Returning the cord that was used. Not required to be repaired. Might possibly help with repair explanation. There is no report of pt or practitioner injury.